Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. Calibration was found to be within acceptable limits. No device malfunction was reported or observed. A lumenis healthcare professional evaluated the reported event details concluding the probable cause of the events to be failure to perform a test patch to determine appropriate treatment settings prior to treatment in contradiction to device labeling, training, and common medical practice.

Event description:
It was reported that two patients sustained second degree burns to the neck area following hair removal treatment with a lumenis lightsheer duet laser. No test patch was reportedly performed on the patients prior to treatment. No medical intervention was reported to preclude permanent impairment.